Event description:
Boston scientific received information that this right atrial (ra) lead became dislodged after the implant procedure was completed. A revision procedure was performed and the lead was repositioned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.